Manufacturer narrative:
It was established that the reported unintended movement was caused by the failure of the handset (the handset wire was damaged). The damage to the wire might have been caused by a mechanical impact. However, the circumstances under which the handset wire was damaged are unknown. Arjo's technician replaced the faulty handset and the bed was working as intended. The instructions for use for the enterprise 5000x bed (document number: (B)(4) contains preventive maintenance instruction for handset: - ¿check patient handset and cable. Check acp and cable.¿ - those activities are to be done by qualified personnel weekly during preventive maintenance procedures. To sum up, the device was not used for a patient treatment when the event occurred. The enterprise 5000x bed did not meet its performance specifications due to damage wire on the handset. The complaint was decided to be reportable due to allegation of an unintended bed movement.

Event description:
Arjo was informed about the event involving the enterprise 5000x bed. It was indicated that head part of the bed moved unintended. No patient involvement and no injuries were reported.